Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event/study is not known. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The name and email address of the initial reporter are not available / reported. The initial reporter phone: (B)(6). Initial reporter address line 1: (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Since this condition may require additional intervention or retreatment or can be reasonably expected to result in medical or surgical intervention, including hospitalization, and the relationship of the coils to the event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00761. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the aaa study, a (B)(6) female patient with a past medical history of hypertension, diabetes, cerebrovascular disease, and dyslipidemia underwent endovascular coil embolization of an infrarenal 46mm abdominal aortic aneurysm (aaa) and experienced type ii target vessel endoleaks at days 81 and 179. The procedure was an initial abdominal endovascular aneurysm repair (evar). The etiology of the aaa was atherosclerosis. Stent graft used was a gore excluder leg. A total of two spectra (cerenovus) coils were implanted at the inferior mesenteric artery (ima): one 4mm x 15cm deltamaxx (cdx18041530 / lot# unknown) and one 5mm x 20cm deltamaxx (cdx18052030 / lot# unknown). Fluoroscopy time was 157 minutes. The coil embolization was deemed successful. The patient was hospitalized ten days.

Event description:
The event was reported via the aaa study, a (B)(6) female patient with a past medical history of hypertension, diabetes, cerebrovascular disease, and dyslipidemia underwent endovascular coil embolization of an infrarenal 46mm abdominal aortic aneurysm (aaa) and experienced type ii target vessel endoleaks at days 81 and 179. The procedure was an initial abdominal endovascular aneurysm repair (evar). The etiology of the aaa was atherosclerosis. Stent graft used was a gore excluder leg. A total of two spectra (cerenovus) coils were implanted at the inferior mesenteric artery (ima): one 4mm x 15cm deltamaxx (cdx18041530 / lot# unknown) and one 5mm x 20cm deltamaxx (cdx18052030 / lot# unknown). Fluoroscopy time was 157 minutes. The coil embolization was deemed successful. The patient was hospitalized ten days.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event/study is not known. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The name and email address of the initial reporter are not available / reported. The initial reporter phone: (B)(6). Initial reporter address line 1: (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Since this condition may require additional intervention or retreatment or can be reasonably expected to result in medical or surgical intervention, including hospitalization, and the relationship of the coils to the event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00761. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.